Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bald spots on the anterior surface and moderate yellowing. The device weighed 282.0 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.